Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a procedure a faradrive steerable sheath was selected for use, however, blood continuously leaked out of the sheath valve to the inner lumen, after dilator removal. There were no visual damages on the luer and the irrigation method was a pump with a flow rate of 100. The issue was resolved once the farawave catheter was inserted, therefore the physician decided to use the original device to complete the procedure. No patient complications were reported nor visible air in the patient. The device will not return for laboratory analysis, it was discarded.